Event description:
It was reported the pt has no stimulation and is unable to communicate with her device using her programmer. A sjm rep confirmed no communication with two additional programmers without success. The pt is working with her physician to determine the next course of action. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.